Event description:
On 7th august 2025, rayner received notification from its distributor in russia of an event that occurred during use of a rayone toric rao610t. The event description provided states that the lens got stuck in the injector and could not be implanted. A back-up lens was not available at the time of the original surgery and the patient was left aphakic.

Manufacturer narrative:
The reference: (B)(4) has been allocated to this case by rayner. The event description provided states that the lens got stuck in the injector. No back-up lens was available during the original surgery session therefore the patient was left aphakic. The patient will require an additional surgery session to undergo iol implantation. The device has been discarded by the healthcare facility. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone toric rao610t batch: 073220082 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone toric rao610t batch: 073220082. The additional information received identifies "the cartridge flaps were closed before the double click, but there was a feeling of uneven closing of the flaps". The rayone IFU "use of rayone" section "fig 5" states "keep the injector in the tray and close the cartridge firmly together by pushing the moving half of the cartridge against the fixed half until you hear it click closed. Check both clips have "clicked" shut and decurved the cartridge". Failure to follow secure the flaps fully prior to starting injection is likely a contributory/causative factor of the lens getting stuck in the injector in this case.